Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used to treat a lesion in the left anterior descending artery (lad) with two low speed treatments and one high speed treatment. After the high speed treatment, a perforation occurred and the patient expired. In the physician's opinion, the high speed treatment led to the adverse events.

Manufacturer narrative:
The device history record for the reported oad could not be reviewed as the lot number was not provided. If the lot number is provided, a DHR review will be performed. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).